Event description:
It was reported that the pump was alarming, but there was no error message on display. Unable to silence the alarm, which was heard as a two-tone beep. The beeping periodically stops and resumes. Attempted to restart but alarm persists. The battery cover opened and closed and attempted restart again but the alarm continues to persist. While the pump is alarming, the display reads running, and the pump is actively infusing. The infusion was complete in 1 hour and 56 minutes. The battery icon shows full battery life. The patient was not affected. There was no patient injury.

Manufacturer narrative:
No product was returned however the pumps operators manual in section the alarms and messages section describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for an alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to the manufacturer if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.